Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the pacemaker's battery life dropped from 5 years to down 2.5 years after 1 year. A battery diagnostic data was performed and it revealed that the power consumption of this device was increasing over the past year. The pacemaker device was surgically explanted and a new device was successfully implanted. No additional adverse patient effects were reported.